Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contributed to the handpiece running on its own.

Event description:
It was reported that the remb bag saw ran without user activation during a procedure. A back-up device was available to complete the procedure successfully. There were no pt or user injuries, and no adverse consequences.